Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The bp waveform was not present during the fiber-optic test. The fse replaced the bp transducer adaptor cable. The fse performed a complete pm with full calibration, functional testing, and electrical safety checks to factory specifications. The iabp was returned to the customer and cleared for customer use. The maquet failure analysis and testing department(fat) received a bp adaptor cable with a report that the arterial pressure line not working, no waveform. Performed visual inspection of the bp adaptor cable per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with the cardiosave service manual. Performed all test in an attempt to recreate the reported problem. The tests did trigger the reported problem of the arterial pressure line not working, no waveform. The failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the bp adaptor cable in the failure analysis and testing department per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pressure line is not working. No blood pressure waveform. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.